Manufacturer narrative:
Fax - (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and use error.

Event description:
Healthcare professional reported left side "patient went on a consult presenting pain and breast hardening (bilaterally)" confirmed via ultrasound and same device was used to perform "capsulectomy and change to retro muscular position was programmed." Device remains implanted.